Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202, lot number - the correct lot number is 33515, expiration date ¿ the correct expiration date is 10/01/2017.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad nx cycle. The customer stated two different rolls with the same lot number have been used, but the issue persisted. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the certificate of conformance (coc), trending of lot number, concomitant product evaluation, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 01/30/2016 to 07/28/2016 and trending was not exceeded. The sra indicates the risk associated with a hazard of 'quality problem with no impact on safety' is "low." The product was not returned for evaluation. The concomitant sterrad nx was tested by a field service engineer. Fse reported the system had shown cancelled cycles for h2o2 area too low. The vaporizer assembly was replaced and the unit was restored. It is uncertain whether the part replacement was a contributing factor to the chemical indicator issue, as the customer had stated the cycle passed during use of the tape. A definitive cause for the reported event could not be determined. The issue will continue to be tracked and trended.